Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt expired. The date of death was not reported. Per the rptr, the cause of death was sepsis. The type of medication, concentration, and daily dose being administered via the pump were not reported.